Event description:
It was reported that during an open myomectomy procedure, in suturing the fat while employing a continuous suturing technique, after several stitches, the needle and thread detached. This issue occurred on five consecutive devices. To resolve the issue, a new suture was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y); cl-923, cl-923 polysorb* 2-0 vio 90cm gs21 x36 (lot a5d1882y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Five devices were available for evaluation. Visual inspection of the returned product noted five needles. No sutures were retuned. The needles were returned disengaged from their sutures. The foil pouch was inspected and no signs of damage or abnormalities were identified. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. It was reported that the needle and thread detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 (region removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.